Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. It should be noted that the mitraclip system g4 instructions for use (IFU), ce, states under the "intended use" section that "the mitraclip g4 system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Based on the information reviewed, the single leaflet device attachment (slda) appears to be related to the ongoing heart dilation that the patient suffered from and thus related to patient condition. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. The reported heart failure was related to the patient condition (ongoing heart dilation). The patient effect of worsening heart failure is listed in the IFU as potential complication associated with mitraclip procedures. The reported tricuspid regurgitation was a result of the reported slda as the tricuspid regurgitation grade increased from 1 to 4 after the slda occurred. The reported hospitalization and the reported unexpected medical intervention were a result of case-specific circumstances as the patient was hospitalized and two triclips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. Implant date : date estimated. (B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, heart failure recurrent tricuspid regurgitation, medical intervention, and prolonged hospitalization it was reported that this was a triclip procedure to treat tricuspid regurgitation (tr). It was noted dilated right heart with a restricted septal leaflet. On (B)(6) 2020, one mitraclip was successfully deployed for off-label use. Then on (B)(6) 2021, the patient was re-admitted for heart failure and it was discovered that the clip was detached from the anterior leaflet but remained attached to the septal leaflet (single leaflet device attachment/slda), increasing tr to 4. On (B)(6) 2021, the patient underwent a triclip procedure for additional treatment. Two triclips were implanted, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.